Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a 32 g x 4 mm bd ultra fine¿ insulin pen needle did not deliver insulin during injection.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review for lot 8109527 cat no. Ns 320122 was carried out and no non-conformance's were raised in association with the packaged lot or the sub-assembly for needle clog concluding all inspections were performed per the applicable operations and met qc specifications. Severity of the incident is rated s2. A complaint history check was performed and this is the 2nd related complaint for needle clog & the 1st related complaint for needle stick on lot # 8109527. Investigation conclusion: based on the investigation bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a 32 g x 4 mm bd ultra fine¿ insulin pen needle did not deliver insulin during injection.